Manufacturer narrative:
The device has been returned for evaluation. The investigation is currently in progress to determine the root cause of the reported event. A supplemental MDR will be submitted upon completion of the investigation, as appropriate.

Event description:
Upon completion of implantation and final tightening of the tops system, the us surgeon removed the tops inserter and noticed a pin that had broken off the inserter's tip. The surgeon removed the pin and continued to final suturing of the patient with no further issues.